Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The non-totally occluded, de novo with in-stent restenosis target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Following pre-dilatation, a 2.25 x 16mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were frayed. No patient complications were reported and the patient's status was stable.